Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter pairing loop occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, transmitter error was found in connection to the reported allegation. The reported event of a transmitter pairing loop is reportable based on the finding of a transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter pairing loop was not found within the investigation window. The allegation was not confirmed.